Manufacturer narrative:
A specialist evaluated the patient soon after burn was noticed. No treatment was required and the patient is ¿fine, good progress¿. The investigation found that the sensor was used contrary to the sensor¿s labeling. The sensor was left on the patient and not checked or relocated during a 9-hour period. Visual examination of the sensors found no discoloration of the jackets or diode lens covers. There was no external physical damage to the gloves/cables/connectors. There was no evidence of fluid ingress at either the led or photo diode cavities and no discoloration of the clear silicone ¿windows¿ over the leds or photo diodes. Tested the returned m1191b, spo2 sensors using the m3001a module installed in a mp 70 intellivue patient monitor (m8007a). The functional test result concluded that the sensor was working as designed. This will not be considered as a product malfunction. The material was scrapped after evaluation and no further action will be taken.

Manufacturer narrative:
Serial number unknown. Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that a patient received a burn when they were using spo2 sensor (B)(4) during an operation.